Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the rear display cover was scratched, the latch tab was broken off of the cord door, the system fan was noisy, it was noted that the programmer failed its emergency programming test and the emergency switch assembly was replaced to resolve and that the stylus was replaced and calibrated. All found defective parts were replaced. (B)(4).